Event description:
The head of the handpiece became hot and burned the pt. Anti-inflammatory gel was applied to the burn. He healed fine.

Manufacturer narrative:
The doctor was informed that there was a dent in the edge of the head of the handpiece that caused the head to heat up. In addition, maintenance info and settings were reviewed with the dr. Maintenance sheets were sent.